Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, no text or graphics would display on the touch screen, although the screen was illuminated. Customer's blood glucose was 62 mg/dl. Reportedly, customer reverted to insulin pens for alternate insulin therapy.